Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed sores on her back under the electrodes. The patient's doctor prescribed an ointment for the sores. After using the ointment, the patient reported that the sores have improved and cleared up.